Event description:
The facility reported a fail code 810:11, which occurred during biomed testing. Although attempts were made by baxter, details were not available regarding additional contact information, pt demographics, medication involved, or pump programming. The hosp representative stated that there have been no reports of any pt incident involvintg this pump since the last baxter service event.